Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the pump touchscreen became shattered and unresponsive. Additionally, it was reported that an unspecified malfunction occurred. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose was 179 mg/dl.